Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent bkp procedure at l5. During the surgery, when the surgeon was inserting bone cement, the cement leaked from the side of the vertebral body. No complication and symptom were reported.